Event description:
A report was received that the patient was receiving inadequate stimulation. It was noticed by x-ray that the patient's lead was frayed and out of the epidural space. The physician has recommended a lead revision.

Manufacturer narrative:
Visual inspection of the paddle lead revealed that the paddle was been severely damaged. It appears the electrodes were torn off the paddle body by pulling on the lead body and lead body cables. All of the electrodes are dislodged from the paddle. Five electrodes of the paddle end are missing. Electrical tests could not be performed due to the extensive damage to the lead. The root cause of the lead damage is unknown. A review of the manufacturing documentation of the paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient was receiving inadequate stimulation. It was noticed by x-ray that the patient's lead was frayed and out of the epidural space. The physician has recommended a lead revision.